Manufacturer narrative:
This report has been identified as event three of b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. Additional attempts to receive the sample are being made. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: event 3: small white or translucent floating particulate found during final inspection. No patient involvement.

Manufacturer narrative:
This report has been identified as event three of b. Braun medical inc. Internal report number (B)(4). Three (3) bags were received for evaluation. When the compounded solution was filtered, a blackish particle was found in one (1) of the bags. No particulate was found in the other two (2) returned bags. The particle was subjected to ft-ir analysis, and the analysis concluded that the particle was an elastomeric rubber material. This type of material is not used in any components of the bag. There were no product deviations, and the particles could not be attributed to the production process. Since the bags had been filled, it is possible that the contamination occurred during the filling process. Review of the device history record for the reported lot number did not reveal any abnormalities or non-conformances of this nature. If additional pertinent information becomes available a follow-up report will be filed.